Manufacturer narrative:
The account replaced the right intellidrive handle to resolve the issue.

Event description:
The account alleged when the intellidrive handles are pushed forward the bed will move and then stop and if they pull the handle backwards, it still goes forward. No injury reported.